Event description:
According to the reporter: after use, the doctor noticed that the needle didn't have its tip. The status of the patient is alive with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the tip of the needle was found on the blanket. No patient adverse events were reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture, a broken needle and a tip of a needle. The needle was observed to be attached to the suture. It was observed, under magnification, that instrument marks were present on the tip of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needle was grasped improperly at the tip of the needle during application. Firmly grasping the needle at the tip can cause the tip of the needle to break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.